Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated device in 2013. Approximately four months post initial implant, the patient came back in and a suprarenal extension was placed to resolve an endoleak type ia. Recently, the patient presented with sac growth, and through angio the physician noted a component separation. Patient underwent a re-intervention on (B)(6) 2013 where the physician placed an afx2 and vela suprarenal. The patient was reported to be doing great.

Event description:
The patient had undergone re-intervention with placement of an afx2 and vela suprarenal on (B)(6) 2018. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported endovascular intervention performed on (B)(6) 2018, with the placement of the main body stent and cuff. Additionally, clinical evaluation found that there was buckling of the main body stent without compromised blood flow. The most likely cause of the compromised stent graft integrity of the main body stent was the use of strata material in combination with a tortuous distal aorta and left iliac artery, which likely caused the stent buckling near the leak; however, a definitive root cause cannot be determined. Procedure related harms included a type ii endoleak from 2013. The final patient disposition could not be ascertained due to the lack of medical information surrounding the event. Reportedly, the patient was doing well post operatively. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Describe event or problem - correction. Patient code(s) - (B)(4).